Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device doesn't turn on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the lid switch, sw5. The customer has been provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device doesn't turn on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.